Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient having poor technique. The patient was hospitalized for the peritonitis event. After being hospitalized for seven days, the patient was discharged. Three days after discharge, the patient was readmitted to the hospital for the peritonitis event. Four days after the second hospital admission, the patient was treated with flagyl orally (dosage and frequency not reported) for 3 days. On unreported date, the patient was also treated with 1.5gm vancomycin for 4 doses intraperitoneally (ip) with the last dose scheduled to be given on the 3rd day of the second hospital stay, keflex (dosage, route, frequency, and duration not reported), and ceftazidime 1000mg one- time ip (route and date given not reported) for the peritonitis. At the time of this report, hospitalization was ongoing. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. It was reported that automated pd (apd) therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The device was not returned; therefore, a device analysis could not be completed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.